Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting and patient involvement is unknown. It is unknown if the subject device was broken during a previously surgery or if it occurred outside of the operating room. Additional device product code is gxr. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the rapid resorbable cranial clamp was discovered to be broken preoperatively. It is unknown when this clamp was broken and if it was broken during a previous surgery. This report is 1 of 1 for (B)(4).